Manufacturer narrative:
Correction to the initial report, it was confirmed this is not a zimmer biomet spine product and zimmer biomet spine does not have reporting responsibility for this product. The complaint product is at the manufacturing facility for evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the activation element was blocked preventing the cement pass and the canula could not be removed. In addition, the vertecor midline osteotome could not be removed as it did not return to its original position. A surgical delay between 45 -55 minutes was reported, however no adverse effects were reported as a result of the event.